Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the tsw35 instrument staples malformed and there was an insufficient staple line. The case was completed with another like device, but the or time was extended 2.5 hours.